Event description:
The customer reported that the image would intermittently become fixed on the screen (lock-up) and require a system reboot to regain functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system log files were retrieved and sent to ge engineering. No conclusion can be drawn as further repair info is unavailable at this time.